Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier - (B)(6). ] customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw fractured in the patient's mouth. Tooth site #30.